Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a cancer patient on an unknown date. According to the complainant, the patient suffered from cancer; however, it could not be confirmed if it was pancreatic or stomach cancer. Subsequently, the patient had an inoperable malignant tumor. Reportedly, one to two weeks post stent placement, the patient displayed symptoms of vomiting. The stent was reported to be blocked with tumor ingrowth. An upper gi endoscope was able to be inserted through the stent; however, water and stomach fluid were unable to flow. The complainant attributed the ability to pass an endoscope through the blocked stent to the softness of the tumor tissue. In the physician's assessment, the uncovered duodenal stents pose a higher potential for the reoccurrence of vomiting. No intervention was performed to address the vomiting; however, specific treatment was reported to be "under consideration." The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of stent blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.